Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the system displayed charging errors upon boot resulting an intermittent no boot. There is no report of injury or death associated with the event described in this complaint.